Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2010. During post-operative monitoring, femoral neck fracture was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Correction: relevant tests/laboratory data ¿ corrected date of blood test results.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2010. During post-operative monitoring, femoral neck fracture was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Additional information received revealed patient underwent revision procedure on (B)(6) 2010 due to femoral neck fracture.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6), 2010. During post-operative monitoring, femoral neck fracture was noted on (B)(6), 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06232 & 06233).